Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2009. The pad-pak was then removed. The pad-pak was installed and removed on multiple occasions between (B)(6) 2009 and (B)(6) 2014. The device then performs to specification until (B)(6) 2014. Upon visual inspection of the returned device damage was observed to the device pogo-pin surrounding. This is likely the result of either excessive force or incorrect insertion of the device. Investigation was unable to replicate or find conclusive evidence of the reported fault. Previous experience has shown that faults of the reported nature can be characterized by multiple manual power ups, mainly of 10 minutes duration, due to a membrane failure. It is therefore assumed that the customer returned the device in response to field safety corrective action. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.